Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing without pacing inhibition. This ra lead is not a boston scientific product. As a result, the ra lead was surgically abandoned and replaced. The physician also decided to electively replace the boston scientific pacemaker device during the same procedure as there were only on (1) year of longevity remaining. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).